Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead dislodged as it was pulled back into the atrium. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.